Event description:
This lead was implanted on (B)(6) 1998 and remains implanted at this time. The medical representative states that the atrial lead wasn't working and it was determined that the atrium was in standstill. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).